Manufacturer narrative:
The customer stated that there have been no further issues.

Event description:
The customer complained of failing qc for gluc3 glucose hk gen.3 tested on their cobas 8000 c 502 module. The customer stated that when the failing qc was discovered, they retested all the patient samples that were run between the time of the last passing qc up until the time the qc had failed. The customer stated there were approximately 100 glucose samples retested. The customer provided the gluc3 results for 5 patient samples, of which 3 were a reportable malfunction. Patient 1 initial gluc3 result was 102 mg/dl with a repeat result of 72 mg/dl. Patient 2 initial gluc3 result was 146 mg/dl with a repeat result of 112 mg/dl. Patient 3 initial gluc3 result was 129 mg/dl with a repeat result of 95 mg/dl. The repeat testing was performed on another cobas c502 analyzer. The erroneous results were released outside of the laboratory. The repeat results from the other analyzer were deemed to be correct. It was not known if there was an adverse event. The patient samples were aliquoted by a modular pre-analytical system. The gluc3 reagent lot was 31773701 with an expiration date of 31-may-2018. The field engineering specialist did not find an error with the analyzer. He cleaned the sample probe and changed the degasser tank. The customer ran all qc testing, including gluc3, with acceptable results. Gluc3 precision testing was performed. The investigation was unable to find a definitive root cause.